Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. It was unable to perform rewind test, basic occlusion test, occlusion test, prime and excessive no delivery test due to motor error alarm. Motor was tested outside of the device and passed. Device had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error during bolus and time got reset. Customer stated that she has had a couple high blood glucose events and also wakes up low. She takes glucose and then has breakfast. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 232 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.